Event description:
It was reported a patient enrolled in a clinical study underwent a left total knee arthroplasty in 2007 and a right partial knee arthroplasty on (B)(6) 2008. Subsequently, patient was revised on the left knee on (B)(6) 2015 due to a malpositioned tibial component. There has been no reported right knee revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.